Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the mid right coronary artery (mrca). Medications were provided and a 2.5x28mm xience skypoint drug eluting stent (des) was placed in the mrca, and a 3x15mm skypoint des was placed proximal to that stent. A 3.5x12mm nc trek balloon dilatation catheter (bdc) was used for post-dilatation and the patient was transferred to their room for recovery. Approximately 2 minutes after the patient was transferred to their room, and experienced chest pain. An electrocardiogram (EKG) was performed which indicated an st-elevation myocardial infarction. The patient was immediately placed back in the cath lab for the second time that day. Upon engaging the rca with a guide catheter (gc) it was discovered there was a heavy thrombus throughout the length of the vessel, inside and outside of the recently implanted stents. Medications were provided and a 3.5x15mm skypoint des and a 3.0x15mm skypoint des were implanted proximal to the initial 2 stents in the mrca. Post-dilatation was performed. After the procedure was completed, the act resulted at 248 seconds. The patient was stable without chest pain and transferred back to their room for continued recovery. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis/thrombus, myocardial infarction and angina are listed in the xience skypoint instruction for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The3.0x15mm xience skypoint stent referenced is filed under a separate medwatch report number.